Manufacturer narrative:
The technician found the siderail insert plate was bent. The technician replaced the insert plate to repair the bed.

Event description:
Information received indicates the siderail is not locking.